Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. In addition, it was reported that the pump reset unexpectedly. The customer's blood glucose (bg) level was 216 mg/dl. Lastly, the customer reported that they experienced a low bg of 42 mg/dl. Customer consumed carbohydrates to address low bg. Tandem technical support performed a system check on the pump and determined that the pump was functioning as expected. Customer acknowledged and continues using the pump for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.